Manufacturer narrative:
One use sample was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported damage. The probable cause is due to a manufacturing error. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
An email was received regarding a pro vent plus 3ml with needle (unconfirmed) with item number unknown and unknown lot/serial number. It was stated that during blood collection, a blockage occurred, and blood could no longer be collected. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.